Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted to treat a malignant stricture in the tracheobronchial area during a stenting procedure performed on an unknown date. The patient's anatomy was tortuous. During the procedure, the stent was deployed halfway; however, the physician found it difficult to continue even after pulling harder. The stent and the scope were readjusted but the shaft was kinked, and the stent could not be deployed further. The stent was partially deployed when it was removed from the patient. Subsequently, the physician decided to dilate the stricture using a cre balloon because the preferred size of the stent was unavailable. Reportedly, the physician will observe the patient and will plan for another stent placement procedure if required. There were no patient complications reported as a result of this event.